Event description:
Asap too clinical study. It was reported that a pericardial effusion occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device and delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There was a complete laa seal and a deployed device diameter of 22.2mm. The patient was put on aspirin and clopidogrel. The same day the transesophageal echocardiogram implant evaluation revealed a pericardial effusion that was 11mm in size.